Event description:
Patient revised because of disassociation of cup and liner, found liner tabs had shirred off and polyethylene wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.